Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was implanted by the physician to function as an epicardial shocking lead. The lead was sutured in such a way as to have the two active shocking coils touch each other, but this results in short circuit shock impedance. The lead remains in use and no patient complications have been reported as a result of this event.